Event description:
Sorin group (B)(4) received a report that, during a case, the arterial pump stopped without an alarm. The pump was hand cranked to maintain blood flow while the pump was changed out. The replacement pump would not start. The clinician continued to hand crank. The heart lung console was power-cycled and pump function was re-gained but alarms were no longer functioning. The reservoir emptied causing air to enter the circuit. The air was stopped before reaching the arterial filter. Bypass was stopped while air was removed from the circuit. Bypass was re-initiated and the case was completed without the level, pressure and bubble alarms activated. It is unk at this time whether there was any injury to the pt as a result of this event.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a case, the arterial pump stopped without an alarm. The pump was hand cranked to maintain blood flow while the pump was changed out. The replacement pump would not start. The clinician continued to hand crank. The heart lung console was power-cycled and pump function was re-gained but alarms were no longer functioning. The reservoir emptied causing air to enter the circuit. The air was stopped before reaching the arterial filter. Bypass was stopped while air was removed from the circuit bypass was re-initiated and the case was completed without the level, pressure and bubble alarms activated. It is unk at this time whether there was any injury to the pt as a result of this event. The hospital's (B)(6) department ran the pump for four days without issue. The pump has been retained by the hospital. The investigation is on-going. A f/u report will be sent when the investigation is complete. Sorin group (B)(4) originally received this info on (B)(4) 2011. However, a formal complaint was not registered with sorin group (B)(4) until (B)(4) 2011. This medwatch report is being filed late as a result of ths discrepancy.